Manufacturer narrative:
This is a final report, filed on 07/12/2008.

Event description:
The patient's device was explanted in 2008, due to the electrode array migrating out of the cochlea. The pt was reimplanted with a new device during the same surgery.